Manufacturer narrative:
H10: of the 3 originally reported malfunctions, one was determined to be a duplicate of another, therefore the correct amount of malfunctions is 2. H10: of the 3 malfunctions, the product catalog number of 1 device was updated from unknown filter to dl900f (lot gfyj3908). H10: for the three reported events, the samples were not returned to the manufacturer for inspection/evaluation. However, for one of the three reported malfunctions, medical records were provided for review that indicated that approximately ten years five months post filter deployment , CT revealed an ivc filter with perforations of four struts; one strut 1.4 cm outside the ivc, second strut 0.8 cm outside the ivc, third 1.1 cm outside the ivc, fourth strut 0.8 outside the ivc. Therefore, the investigation can be confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. For the remaining two malfunctions, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filters. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g4 h11: g1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunction events. A review of the events indicated that model unknown vena cava filter allegedly had patient device interaction problems. These reports were received from various sources. Of the three events, all involved patients with no reported patient injury. One patient involved was a 44-year-old female of unknown weight. All other patient age, weight, and gender were not provided.

Event description:
This report summarizes three malfunction events. A review of the events indicated that model unknown vena cava filter allegedly had patient device interaction problems. These reports were received from various sources. Of the three events, all involved patients with no reported patient injury. One patient involved was a 44-year-old female of unknown weight. All other patient age, weight, and gender were not provided.

Manufacturer narrative:
For the three reported events, the samples were not returned to the manufacturer for inspection/evaluation. However, for one of the three reported malfunctions, medical records were provided for review that indicated that approximately ten years five months post filter deployment , CT revealed an ivc filter with perforations of four struts; one strut 1.4 cm outside the ivc, second strut 0.8 cm outside the ivc, third 1.1 cm outside the ivc, fourth strut 0.8 outside the ivc. Therefore, the investigation can be confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. For the remaining two malfunctions, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filters. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model unknown vena cava filter allegedly had patient device interaction problems. These reports were received from various sources. Of the three malfunctions, all involved patients with no reported patient injury. Two female patients ages ranged from 31 - 44 years. No other information provided for all the patients.

Manufacturer narrative:
H10: of the 3 malfunctions, the product catalog number of 2 devices were updated from unknown filter to dl900f. H10: for the three reported malfunctions, two lot numbers were provided and lot history reviews were performed. The samples were not returned to the manufacturer for inspection/evaluation. However, for two malfunctions, medical records were provided for review. For two malfunctions, the investigation confirmed for perforation of the ivc. For the remaining one malfunction, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filters. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g4 h11: b5, g1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the three reported events, the samples were not returned to the manufacturer for inspection/evaluation. As the lot number for three device was not provided, a manufacturing review could not be performed. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
This report summarizes three malfunction events. A review of the events indicated that model unknown vena cava filter allegedly had patient device interaction problems. These reports were received from various sources. Of the three events, all involved patients with no reported patient injury. One patient involved was a (B)(6) female of unknown weight. All other patient age, weight, and gender were not provided.